Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and replaced ias (image acquisition system) batteries. Replaced generator control board battery. Replaced ias cpu (computer processing unit) battery. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000162, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000163, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000165, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000852, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000163, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000163, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000163, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000163, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000163, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000163, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the ias (imaging acquisition system) could not completed boots up. Mvs (mobile viewing system) could booted up as well. The ias (imaging acquisition system) self test showed radiation was not ready. The battery indicator showed red led. System checked. The ias (imaging acquisition system) battery was failure. The generator error e031. The ias cpu (central processing unit) bios (basic input/output system) time and date mismatch. There was no patient involvement.